Event description:
After 32 months of implantation, this lead was capped. It has been reported that the pacemaker was not capturing or pacing and the lead impedence was high. In addition, the pacemaker attached to this lead has been reported on an MDR.